Manufacturer narrative:
Corrected UDI: product made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the cam mechanism with the cam mechanism pillar were dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing. This is probably due to the valve receiving some form of impact. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3101, with lot cnpctn, conformed to the specifications when released to stock on the 11th february 2013. The root causes for the dislodged cam mechanism and pillar is due to the valve receiving some form of impact. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve did not work anymore, therefore it was explanted